Event description:
It was reported that the his bundle pacing lead was capped and replaced with a left bundle pacing lead. The reason for the lead replacement was not provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).